Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the atrial lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.